Event description:
It was reported that during the procedure in the right coronary artery, right radial approach, a 3.0x20 rx trek dilatation catheter was used to perform pre-dilatation. During two inflations at 12 atmospheres, the balloon watermelon seeded. The dilatation catheter was removed from the anatomy. A 4.0x28 vision stent delivery system was advanced with resistance due to the anatomy; however, the stent was deployed successfully at 12 atmospheres at the distal segment of the target lesion. The stent delivery system was removed from the anatomy without resistance. A 4.5x15 nc trek dilatation catheter was used to perform post-dilatation of the stent. The physician commented that the nc trek felt "bulky" because the tip of the dilatation catheter caught on a stent strut due to lack of guide catheter support. The physician readjusted the guide catheter and advancement of the dilatation catheter was ultimately successful. Post-dilatation was performed successfully. Direct stenting of the proximal segment of the lesion was performed using a non-abbott stent. There was no adverse patient effect and no clinically significant delay in the procedure. The attending physicians were pleased with the end results. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal. Guide cath: 6f terumo. Difficulty during inflation/balloon slipping (watermelon seeding) within the lesion may be due to factors including, but are not limited to, manufacturing, material properties, balloon size, patient anatomical/lesion morphology and patient disease state, placement of the balloon within lesion, or inflation technique. There was no report of any damage observed to the catheter during inspection prior to use, which may indicate that a product deficiency did not contribute to the reported difficulty. There was no reported information on the patient anatomical morphology (tortuosity or calcification) and may have aided the investigation. As it was discarded by the account, the product was not returned for analysis, which may have assisted in the investigation. It is possible that if the balloon was expanded in a narrow portion of the lesion during inflation attempt, this may have caused the balloon to slip/watermelon seed; however, a conclusive cause could not be determined. To assure that all products perform according to specification, all balloons are visually inspected for proper fold configuration and a sampling of units is also destructively tested to verify proper balloon inflation/deflation. The lot history record for the product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the lot number was not reported. Based on the investigation, there is no indication of a product quality deficiency.